Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. An olympus field service engineer (fse) visited the site and replaced the printed circuit board on the video system.

Event description:
Additional information received from the customer reported the video system had no image with 180 series scopes, but imaging with the 190 series scopes was fine.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b30 occurred due to a patient board set failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a scope error code b30 while using the evis exera iii video system center during an unspecified procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, a root cause could not be determined. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.